Event description:
Customer reported the insulin pump was alarming lost sensor. Customer's blood glucose was 442 mg/dl. Troubleshooting was performed for lost sensor. Transmitter ID is correct in the insulin pump. Customers' technique of taping was reviewed. Customer does not have the test plug, unable to test. The sensor was not bent. Customer reported another sensor that was causing the insulin pump to alarm lost sensor. Customer stated the box of sensor only last two and half days. Customer states she feels like sensor is pinching it is bent again. Troubleshooting was performed again. Blood glucose was 200mg/dl. Initiated period was completed when alarm occurred. Customer declined to pull the sensor wanted to wait for the two hour warming period. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.